Manufacturer narrative:
Event summary cook was informed that an unknown stent dislodged. It reportedly originally placed 2-3 months ago (and exchanged 24may2021). No further information was available. Investigation - evaluation: a document-based investigation was performed including a review of quality control data. It was not possible to identify which stent product the complaint was for. Based on the sales it is likely either a universa firm or universa soft ureteral stent set. A search of sales history for the complainant facility from 01jan2018-24jun2021 found sales of ufh-600-r, ufh-700-r, and ush-600-r. The complaint device was not returned; therefore, no physical examinations could be performed. Cook could not complete a review of the device history record (DHR) or search for other complaints from the product lot due to lack of lot information from the user facility. Cook has concluded the is no evidence to suggest the device was not manufactured to specification and that there is no evidence that nonconforming product exists in house or in field. A review of the IFU could not be completed as the device is it unknown exactly what stent was the subject of the complaints. Based on sales to the customer the device that is the subject of the complaint was either a cook universa firm or universa soft ureteral stent set. Assuming the stent was one of those devices a review of the device specification identified controls for the devices dimension are in place. No further investigation could be carried out due to the lack of information. Cook has concluded a cause of the complaint cannot be established. Should additional information be provided the complaint will be reopened and further investigation carried out. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, an unspecified stent was "dislodged" in a patient 2-3 months after being implanted. Additional event information has been requested.